Event description:
Due to positive stress test and diabetes mellitus and chronic obstructive pulmonary disease, the patient underwent the index procedure with the deployment of one endeavor sprint rx drug-eluting stent to proximal right coronary artery. It was reported that the patient was seen in the hospital for chest pain approximately 4 months post the index procedure, the patient's medication was increased. However there was no relief. Approximately 6 months post the index procedure, the patient suffered with stent thrombosis. It is reported that the patient presented to the hospital with progressive chest pain. Due to the patient's symptoms and history of coronary artery disease and stenting in the past, the patient was reported to have been electively admitted to the hospital for revascularization. The patient's electrocardiogram was reported to reveal sinus rhythm with atrial premature complex and nonspecific t abnormalities, the patient was reported to have undergone left heart catheterization with findings of ejection fraction of 55 %, coronary anatomy with diffuse disease with 50 % to 60 % stenosis in the mid distal portion of the left anterior descending coronary artery and proximal right coronary artery 99 % restenosis. It was reported that an angio sculpt balloon and cutting balloon were used to treat patient's intransient restenosis achieving 10 % residual stenosis. It was reported that there was no evidence of mitral valve insufficiency. The event was considered recovered or resolved. Investigator has indicated that the event was related to the study device.

Event description:
Previously reported stent thrombosis was located in rca. Information was received that a second endeavor sprint was implanted in the patient.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure - (death). (B)(4).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent thrombosis). (B)(4).

Event description:
Patient expired approximately 21 month post index procedure. Cause of death is unknown

Event description:
Patient underwent tvr (CABG) to treat chest pain approximately 20.5 months post index procedure, investigation indicated that the event was not related to the device.